Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred and an unknown malfunction occurred. There was no adverse impact to the customers blood glucose level. The customer continued to use the pump for insulin delivery, however a replacement pump was sent to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.